Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultralink meter was displaying the error 5 message. The medical affairs specialist was unable to reach the pt via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred 2 or 3 weeks ago. He also reported that after the issue began, he experienced symptoms of "keytones, fatigue". He tested on his backup meter and obtained a result of 288 mg/dl. It is unclear if he was testing on his backup meter during the time he was not able to test on the subject meter. As a result of the reported issue, he increased his diabetes medication (novalog 5 units). He did not receive any medical intervention due to the reported issue. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the condition of the test strips was good. The issue was resolved when a retest was performed with a new vial of test strips. This complaint is being reported because the pt alleged that he experienced symptoms suggestive of hyperglycemia after the reported issue began. He increased his insulin dosage and tested on his backup meter. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.